Event description:
It was reported that a patient presented remotely via merlin.net. The patient¿s pacemaker (pm) exhibited high threshold, and the pm went into high output mode. No intervention or procedure was performed. No patient condition was reported.